Manufacturer narrative:
The device was not returned and could not be evaluated. A photo was provided, however it does not provide enough objective evidence to verify the reported problem; we are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on an acute myocardial infarction (ami) patient, balloon could not advance the sheath and balloon became unfurled. Replaced iab to continue therapy. No patient injury was reported.